Manufacturer narrative:
The device was returned and the evaluation found that the battery was depleted. This report is related to linked patient identifier (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the image disappeared on the video system center while connected to the light source. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.